Manufacturer narrative:
The reported malfunction was observed and attributed to system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 85" message. Complainant indicated that there was no pt involvement in the reported malfunction.